Manufacturer narrative:
The technician replaced the hi/low ball screw, which resolved the issue. The bed functions normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that when they release the hi/low button, the hi/low drive drifts downward.